Manufacturer narrative:
The complainant was unable to report the device upn and lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to MFR report# 3005099803-2018-61138 for the spyscope digital access and delivery catheter and MFR report# 3005099803-2018-61137 for the hurricane rx. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter and a hurricane rx were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician used the spyscope ds to visualize a large pancreatic stone for ehl. During device exchange, he noticed that the working channel sleeve of the spyscope ds was protruding. A guidewire was inside the spyscope ds when the working channel sleeve protruded and there reported issues with the guidewire. When the hurricane rx was also used while dilating the pancreatic duct stricture, the balloon burst. Reportedly, no part of the devices detached inside the patient. The procedure was completed with a second spyscope digital access and delivery catheter and a second hurricane rx. There were no patient complications reported as a result of this event.